Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle piece removed from the patient? Yes. Was there any patient consequence or injury? No patient consequence. Patient condition? No patient consequence. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a pacemaker ligation procedure on (B)(6) 2022 and suture was used. The needle pulled off from the suture, and was recovered with difficulty in the lodge. No adverse patient consequences were reported. Additional information was requested.